Event description:
It was reported that high, out of range hv lead impedance was observed. Externalized conductors were noted via x-ray. The lead was capped and replaced. Patient was in good condition post procedure.